Manufacturer narrative:
(B)(4). Batch # m92v2p. The device received was returned with the tissue pad in good physical condition and properly attached to the clamp arm and not detached as reported by the customer. The device was connected to a test handpiece and tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the tissue pad was partially broken. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. The broken piece will be returning.